Event description:
The facility rep reported an infusion pump with a screen that goes blank and shuts itself off during pt use. The hospital rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.